Manufacturer narrative:
Additional manufacturing narrative: the returned device was evaluated which included functional testing. The device powers on with both batter power and ac power. During functional testing the device showed "sensor off" when the sensor (with a finger inserted) or tester were used. No measurement was obtained and accuracy tester was not able to obtain any measurements. An internal inspection of the device was conducted and the unit was confirmed to have a faulty t1 on the (B)(4) board that prevented the unit from obtaining measurements. A service history record review reveals that this unit was in the field for over five (5) years with no previous reported issues related to this reported event.

Event description:
The customer reported that the device is not reading properly. It is reading 10 digits off compared with another unit. No consequences or impact to patient were reported.